Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results with the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. Reprogramming was attempted but was not able to provide effective therapy. As a result, the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.